Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) a portion of the lead was received in segments and no anomalies were found. Several conductors had blood/body fluid on them. There was a defib conductor fracture (overstress); blood/body fluid in outer tubing overlay; outer tubing overlay had cosmetic environmental stress cracking; outer tubing overlay breached cut; exposed defib coil had white substance and cosmetic depression. Apparent explant damage.

Event description:
It was reported that the right ventricular lead was experiencing increasing thresholds and decreasing sensing.the lead was explanted and replaced. No patient complications have been reported as a result of this event.